Event description:
It was reported that on (B)(6) 2010, the 4.0 x 18 mm promus stent was implanted in the mid left anterior descending artery. The patient was discharged on (B)(6) 2010. On (B)(6) 2011, the patient was rehospitalized for exertional chest pain. Angiography was performed which revealed restenosis of the promus stent for which the patient underwent a coronary artery bypass procedure of the saphenous vein graft to the mid left anterior descending artery. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, coronary artery bypass (CABG), and restenosis as listed in the promus everolimus eluting stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.